Event description:
It was reported that the patient went to their doctor and said the ins was not working. The patient felt stimulation on their abdominal wall, but not on their stomach. The ins was still working, so reprogramming was done at the doctor¿s office with the clinician programmer. A change up of leads were noted. The patient said they know when the ins (stimulator) was working and when something was wrong. The patient was in the ER (emergency room) the day of reported event. The patient was throwing up food and "stomach acid." They spoke with healthcare provider, but the healthcare provider don't know how much he could do for patient. The patient does not think the ER doctor spoke with her doctor. The patient was give anti-emetics putonics and pain medication at ER visit. The patient reports a loss of therapeutic effect. The patient had no stimulation sensation. An infection was reported. The patient reported flu like symptoms and nausea. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).